Event description:
Provider alleged 4 way valve is stuck. Repair statement notes unit alarming or red light and that the 4 way valve was stuck, pilot poppet had foreign substance, and smart rack was dirty.